Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncture closure was attempted after an unspecified procedure using a prostar device, however, the guide wire could not be advanced in the prostar. The guide wire was removed with force so a rupture [separation] occurred with the guide wire coils (spiral part). There was no consequence for the patient; however, there was increased time of 15-20 minutes. It is unknown how hemostasis was achieved. There were no adverse patient sequelae reported. It is reportedly unknown if the physician is trained in the use of the prostar device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported difficult to insert the guide wire was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the reported information and returned device analysis a conclusive cause could not be determined for the reported difficulties. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.